Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that there was a catheter revision completed due to a break in the catheter when the healthcare provider (hcp) attempted to connect it to the new pump. The hcp cut 2.5 cm from the catheter and connected two pieces with a metal pin connector that was already present. They disconnected the proximal silicon piece that is connected to the anchor. Then they disconnected that piece from the anchor, spliced it in half, and placed it over the catheter portion that was disconnected. They think reinforced the connection with sutures. The catheter was then aspirated with no difficulty. There was no other information available regarding signs or symptoms that the patient may be experiencing regarding this issue, any factors that may have led to this issue, or interventions taken place to resolve the issue. The issue was resolved at the time of the report, and the hcp had no further information available.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: (B)(6) 2001; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd; UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.